Manufacturer narrative:
No product was returned for evaluation. A correlation between the device and the reported subdural hematoma and encephalopathy event could not be conclusively determined. The patient remains ongoing on vad support and no further related issues have been reported. Stroke, bleeding and neurological dysfunction are listed in the instructions for use as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 5 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017 the patient had a subdural hematoma. On (B)(6) 2017, the patient experienced an encephalopathy event confirmed by electroencephalogram (eeg).the patient had severe altered mental status with a modified rankin scale of 4. Subclinical seizures were observed on an eeg performed on (B)(6) 2017. The patient was treated with fosphenytoin and ativan. No additional information was provided.